Event description:
It was reported that a malfunction occurred on a customer's pump. There was no adverse impact to the customer's blood glucose level. The customer was initially assisted with resetting the pump, but the same malfunction code recurred. However, a follow-up clarification determined that the malfunction did not persist after the reset, allowing the customer to continue using the pump. The customer was advised to contact support if any issues recurred, and they acknowledged this advice.